Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a temperature alarm. Customer was able to successfully clear the alarm. In addition, it was reported that the pump time was inaccurate. Reportedly, the customer may have set the pump am/pm time settings incorrectly when setting up the pump. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was 67 mg/dl. Customer stated they have recently eaten and are waiting for carbohydrates eaten to take affect.